Event description:
Additional information was received. It was reported that the patient was treated with an endurant 28 mm x 49 mm cuff was implanted along with bilateral renal artery snorkel. Another manufacturer¿s screws were placed in the aortic bifur before the aortic cuff was implanted. Appears that the bifurcated stent graft was implanted about 5 mm below the lowest renal, due moderate aortic neck angulation. Due to the bifurcated stent graft being a 124 length, the renals needed to be snorkeled to gain enough room for the addition of an aortic cuff. The physician stated the stent graft had a proximal type I endoleak due the stent graft not having apposition on the right lateral and posterior wall, due to the vessel morphology. After an axillary conduit was done, two 7 french sheaths were placed in a 10 mm conduit. Access to the renal arteries was obtained and bare metal stents were then inserted into the renal arteries. The endurant cuff was introduced thru the right femoral via a percutaneous approach. An angiogram was done to identify the sma and the cuff was then deployed. After 2-3 stents were deployed, the renal stents were then inflated and deployed. The supra renal stent was released and then the rest of the aortic cuff was deployed. Modelling with a reliant balloon was done and the renal stent balloons. Final angiogram showed no endoleak. No additional clinical sequelae were reported and the patient is fine review of a short (30 second) video from a CT confirmed that the bifurcate was positioned several mm's below the lowest left renal artery. A proximal type I endoleak was seen on the posterior/right side of the aortic wall. The cause of the endoleak could not be determined from the provided films. Measurements were not able to be made due to a lack of scale on the films. Images post-cuff intervention were not available for review. It is possible that the short and angulated neck contributed to the endoleak.

Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck length was 20 mm, aortic diameter 24 mm at the renal artery, 60 degree aortic angulation and moderate vessel tortuosity. The stent grafts were implanted. Due to the highly angulated aortic neck, the stent graft was 2-3 mm lower than the lowest renal. The proximal seal was not achieved resulting in a proximal type 1 endoleak. The physician elected to not implant an aortic cuff because this was a short bifurcated graft with a 4cm distance to flow divider. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (implanting device in a short aortic neck)